Event description:
Major pump unit(s) involved: blood pump.specific component(s) involved: pump drive unit malfunction.

Event description:
Major pump unit(s) involved: blood pump. Additional text: surgeon decided in or to exchange device due to gi erosion. Specific component(s) involved: pump drive unit malfunction. Additional text: surgeon decision to exchange device due to gi erosion. Other component:. Causative or contributing factor: no specific contributing cause identified. Other cause:. Intervention(s): replacement of pump; other interventions, specify. Other intervention: exchange to hmii - now in dt trial. Implant device type: lvad malfunction device type:.